Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a proximal right coronary artery. Prior to the procedure, the patient presented with st-elevation myocardial infarction (stemi). A 2.5x23mm xience sierra stent was implanted at the lesion without issue. The patient was sent to the recovery room. Some time later that day, the patient experienced stemi and was brought back to the procedure room. Angiography confirmed in-stent thrombosis. A 2.5x15 xience sierra stent was deployed within the implanted stent and dilated successfully to successfully complete the procedure. The patient was fine. There was no adverse patient sequela reported. No additional information was provided.